Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a change in care taker. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (250 mg per bag, intraperitoneal, ongoing) and amikacin injection (500mg per bag, intraperitoneal, ongoing) . Dianeal therapy was ongoing. At the time of this report, the patient has been discharged and has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.